Event description:
While administering medroxyprogesterone acetate 150mg/dl -sicor- into the gluteal site, the safety syringe "locked up" halfway through administration. The nurse could not inject the remaining amount of the dosage. She withdrew the syringe and needle, consulted the doctor and nurse practitioner. They recommended that she replace the needle and administer the 2nd half of the medication in the other gluteal site.